Event description:
It was reported that the patient activator sometimes does not work. The batteries have been changed out several times with the same results. The patient has an implantable loop recorder. The activator is being replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.